Manufacturer narrative:
Additional information was received that the dissection reportedly occurred upon insertion of the sheath. Intimal tissue was noted between the sheath and the nose cone. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted on the right side using the inline sheath. There was difficulty navigating through the calcified and tortuous peripheral anatomy. The dcs was withdrawn and a dissection was noted from the right exterior iliac to the right femoral artery. A non-medtronic stent was attempted via open cut-down procedure. The bleeding was unable to stop and the patient expired due to major vascular injury. The physician reported the relation of the dcs to the patient death was unknown. No autopsy was performed.